Event description:
A (B)(6) physician was inquiring about co2 embolus with evh. It was reported that it was something that the physician had experienced.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Internal complaint number - catsweb# (B)(4).